Event description:
The st. Jude medical representative reported that the device presented with a large number of episodes and inappropriate therapy. The electrograms displayed noise that appeared to indicate conductor damage. The lead was replaced.